Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Further information was received indicating the patient system was explanted on (B)(6) 2020 instead of (B)(6) 2020.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight, and but it was not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-02864. Related manufacturer reference number: 3006705815-2020-02866. It was reported the patient never established effective therapy. As a result, patient underwent surgical intervention on (B)(6) 2020, wherein the entire system was explanted. Patient stable.